Event description:
Reported as "patient presented with leak in lagb system; surgeon initially thought it was leak in access port kit, so changed it. Leak still evident, and found to be a hole on outer shell of ring of band."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."